Manufacturer narrative:
As received, a complete lead was retuned in one piece. Visual inspection found the helix to be extended and clogged with blood/tissue but no other anomalies were noted. X-ray inspection revealed the inner coil in the connector region to be over torqued consistent with damage occurring at the time of procedure. After cleaning, the helix could be extended and retracted. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event of failure to extend helix was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, no capture on the right ventricular (rv) lead was noted. During the repositioning procedure, the helix of the rv lead could no longer be extended. The lead was then explanted and replaced, and the patient was stable with no adverse consequences.